Event description:
As reported through the progress clinical study, a patient with a 23mm sapien 3 ultra valve implanted for five months was having worsening shortness of breath with exertion, and this was noted to be an ongoing issue. The subject was hospitalized to have a coronary angiogram (cag) and transesophageal echocardiogram (tee) to look at the valve, and it revealed 2/3 restricted leaflets, suspicious for subclinical leaflet thrombosis. Echocardiogram revealed a transcatheter aortic valve prosthesis present in a stable position with concern about rising velocities across the valve. Peak velocity was 2.5 m/s, with a mean gradient of 13 mmhg and a dimensionless index of 0.27. Acceleration time was normal at about 70 ms. Mild transvalvular aortic regurgitation (central aortic insufficiency) was present.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
Updated section h6- component code, type of investigation, findings, and conclusions. The device was not returned for evaluation as it remains implanted. The complaints for valve central regurgitation and leaflet motion restriction were confirmed through medical records. A review of lot history, complaint history review, and device history review did not indicate any manufacturing nonconformances that could have contributed to the reported event. A review of the instructions for use and training manuals revealed no deficiencies. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As noted, patient had past medical history of hyperlipidemia. Hyperlipidemia is a known factor that may increase the risk of valve calcification leading to early valve degeneration with leaflet thickened and resulted in leaflet motion restriction. Available information suggests that patient factors (hyperlipidemia) may have contributed to the leaflet motion restriction. Per the instructions for use (IFU), central regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. In this case, frozen leaflets were observed, which could cause improper coaptation of leaflets leading to central regurgitation. Available information suggests that patient factors (restricted leaflet motion) may have contributed to the leaflet motion restriction. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
Updated section b5. Based on the new information received, the reported thrombosis will be captured and reported through the clinical study ide in accordance with 21cfr812.150. As such, this event is no longer MDR reportable, and this correction is being submitted.

Event description:
As reported through the progress clinical study, a patient with a 23mm sapien 3 ultra valve implanted for five months was having worsening shortness of breath with exertion, and this was noted to be an ongoing issue. The subject was hospitalized to have a coronary angiogram (cag) and transesophageal echocardiogram (tee) to look at the valve, and it revealed 2/3 restricted leaflets, suspicious for subclinical leaflet thrombosis. Echocardiogram revealed a transcatheter aortic valve prosthesis present in a stable position with concern about rising velocities across the valve. Peak velocity was 2.5 m/s, with a mean gradient of 13 mmhg and a dimensionless index of 0.27. Acceleration time was normal at about 70 ms. Mild transvalvular aortic regurgitation (central aortic insufficiency) was present. Per new information received, the valve had developed leaflet thrombosis and the patient required warfarin.